Manufacturer narrative:
The instructions for installation of the fingerprint scanner notes that power must be removed before servicing the acquisition workstation. Man-05661/aw18085, procedure section 1.1. Based on the information provided, these instructions were not followed and the system still had power to it during the installation.

Event description:
It was reported that during a system installation the field engineer was shocked while working on a part. Additional information received noted that while the fe was grounding the fingerprint scanner he received a shock that numbed his hands and caused his right arm to shake. He was evaluated in the emergency room and "there was deemed to be nothing wrong with me."